Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a fusiform abdominal aortic aneurysm. It was reported that thrombus was noted from the terminal aorta to the left of the flow divide which resulted in occlusion. The physician decided to implant a bare stent near the terminal aorta to allow blood flow, resolving the event. The physician hadn¿t checked the films yet and made an assumption that there has had high possibility of occurrence of occlusion due to the double section and single section for the graft of the terminal aorta. No additional clinical sequelae were reported and the patient is being monitored.